Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (gong alarms/does not latch) was confirmed. Upon evaluation, the belt connector latches were broken, preventing a secure connection. The cause of the gong alarms and inabilty to securely latch is the borken latches. The root cause of the broken latches is excessive force placed on the connector. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarm and that the connector would stay latched in the monitor.